Event description:
It was reported that physicians, unspecified if trained in the use of the proglide device, attempted arteriotomy closures of unspecified vessels after an unspecified number of procedures. Reportedly, cuff misses had occurred. The method used to achieve hemostasis was not specified. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). The devices were not returned for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed.